Event description:
Rec'd info from japan affiliate. Affiliate reported a 29 yr old female pt was observed with a corneal ulcer. The pt reportedly wore the lens for 36 hrs preceding the injury. It is unk if the ulcer was infected, however the info states the ecp performed a debridement and a culture and the culture was negative. The culture was not within the center 5mm, but there was surrounding haze. There was no staining. The ecp reported that in his opinion, this injury occurred due to the "pt's nails were long" and "the pt wore the lens in question for 36 hrs." The injury resolved "after one mo from the outbreak." The pt was prescribed norfloxacin and ofloxacin. The product was not available for eval.